Event description:
It was reported that the ilet user forgot to announce a meal and contacted support about appropriate next steps; approximately ninety minutes after eating, the user¿s blood glucose was 170 mg/dl, and the user was advised to take no action and allow the automated correction algorithm to respond. There were no reported symptoms or adverse clinical effects. Outcomes included no impact to daily activities and no need for medical care. Investigation included a customer service troubleshooting and education session focused on missed meal announcement use and expected automated corrections. Investigation of this case revealed normal device behavior with appropriate algorithmic correction and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement with expected device performance.